Event description:
This male pt with a history of previous stent placement in the mid left anterior descending artery (lad, 2006), hypertension, hyperlipidemia, and smoking was admitted for coronary intervention due to unstable angina. He was currently taking aspirin, statins, and beta-blockers. Intra-procedure the pt was given aspirin, plavix and heparin. Acts were not monitored. Baseline vital signs and lbs were within normal limits. Angiography revealed an 80%, 27mm, smooth, concentric, b1 type, instent restenosis of the previously placed prokinetic stent in the mid-lad. A 2.5 x 28mm cypher select stent was placed via direct stenting and was deployed to 18 atms with satisfactory results. The pt was discharged with orders for daily administration of aspirin, plavix, statins, and beta-blockers. At one-month and six-month follow-up, the pt was asymptomatic and was compliant with medications. Approx ten months post index procedure, the pt presented with st elevation, anterior wall mi. Ck and ck-mb were both elevated > 5 times uln. Angiography revealed a 100%, thrombotic occlusion within the cypher stent in the mid-lad. This was treated with balloon angioplasty.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.